Manufacturer narrative:
Reliability analysis inspected 2 used sensors and performed visual inspection and found 1 of 2 sensors with cannula damaged with broken part missing. The sensor was unable to confirm sensor in said condition due to customer returned used sensor. One remaining used sensor and performed solution test. Sensors failed for no isig readings. Checked lab transmitter for proper use and operation using tool t7706 and transmitter passed. Also found sensor's cannula bent.

Event description:
The customer reported via phone call of sensor errors. The customer stated that her blood glucose was unknown. The customer stated that she received a cal error and figured it was a bent sensor. Customer will be sent a replacement sensor.